Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set cannula crimped event on (B)(6) 2024. The insertion site was abdomen and upper buttocks. The glucose level was 600 mg/dl and the patient was treated with correction bolus via pump. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.